Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre product continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre product, no trends were identified that would indicate any product related issues. The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This is 1 of 3 MDR submission as mw5182211 is associated with medwatch# mw5182212, mw5182213.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported an adverse skin reaction with their adc device. The customer experienced itching, redness, inflammation and oozing at the sensor site. The customer had contact with a healthcare professional (hcp) who prescribed antibiotics for treatment for the diagnosis of an infection. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. Based on the information provided, there was no report of death or permanent impairment associated with this event.